Event description:
The lay user/patient called lifescan (lfs) on march 30, 2008 and alleged that her one touch ultra meter was giving her "battery indicator". The medical affairs specialist is classifying this complaint based on the available information, as the patient could not be contacted by phone to obtain additional information. According to the patient, the reported issue started in 2008, at around 2:00 to 3:00 pm. It is unknown whether she was able to test her blood sugar during the issue or not. The patient mentioned about experiencing shakiness and sweatiness sometime after the issue. The patient denied taking any action to relieve the symptoms. She did not mention about receiving medical intervention due to the reported issue. She was not tested on another device at the time of concern. It would have been helpful to know, if she was able to test her blood sugar or not, her diabetes care regiment, did she make any changes in her medication regimen or diet due the issue, etc. The customer service agent (csa) verified that the patient did not replace batteries as required. Replacement products have been sent to the patient. The complaint is being reported as an adverse event, as the patient claimed of seeing "battery indicator" on the reported lfs meter and later, developed shakiness and sweatiness, which could be associated with hypoglycemia. It is unknown whether the patient was able to test her blood sugar during the issue or not.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.